Event description:
Philips received a complaint from the customer on the v60 indicating that the blower was running at max rotations per minute (rpm) when any flow was requested. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was stated that with a flow set of 5, the blower ramps up to the max rpm and the average air slpm read -0. The rse suspected the issue to be caused by a bad flow sensor assembly. The customer requested a quote for the flow sensor assembly replacement and the quote was then provided by the rse. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was stated that with a flow set of 5, the blower ramps up to the max rpm and the average air slpm read -0. The rse suspected the issue to be caused by a bad flow sensor assembly. The customer requested a quote for the flow sensor assembly replacement and the quote was then provided by the rse. A field service engineer (fse) then went onsite to further assist the customer. The fse confirmed no error messages in the logs and verified the parts ordered by philips. The fse performed an air flow accuracy test and noticed immediate deviations from expected values. The fse replaced the flow sensory assembly to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.